Event description:
It was reported that during a follow up in clinic, r-wave amplitude variation was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and lack of slack was noted on the rv lead suspected to be due to patient ambulation. The physician considered the r-wave amplitude to be due to the anatomy of the patient and unrelated to the lack of lead slack with no allegation on the rv lead. The rv lead was explanted and replaced to resolve the event.